Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (type, dose, concentration, lot # unknown), fentanyl intrathecal, and bupivacaine intrathecal. The patient¿s indication for use was spinal pain. The patient had several autoimmune disorders. It was reported on an unspecified occasion, the patient had experienced withdrawal after drug was taken out of the pump. The consumer did not have any further details regarding the event. Information regarding additional medications taken at the time of the events, medical history, when the patient first experienced the withdrawal, cause, outcome, and interventions/troubleshooting performed were not provided. Should additional information be received, it will be reported in the form of a follow-up report.

Event description:
Information was received from the physician's office. The patient's medication list was as follows: baclofen intrathecal (219 mcg/ml; 132 mcg/day; start date: (B)(6) 2015), sulfenta intrathecal (315 mcg/ml; 190 mcg/day; start date: (B)(6) 2015), abilify 5 mg oral tablet (oral, once daily), baclofen (10 mg oral tablet, twice daily for 30 days), baclofen (20 mg oral tablet, for emergency only; start date: (B)(6) 2015), diazepam (5 mg oral tablet, twice daily for 30 days, start date: (B)(6) 2014), hydrochlorothiazide (25 mg oral tablet, once daily), levetiracetam (500 mg oral tablet daily for 30 days), nuvigil (150 mg oral tablet, once in the morning daily for 30 days), percocet (5-325 mg oral tablet, once every 8 hours for 30 days (every 6-8 hours as needed with 3 max/day); start date: (B)(6) 2016), pramipexole (0.5 mg oral tablet, take once daily 2-3 hours before bedtime, for 30 days), premarin (1.25 mg oral tablet, once daily for 30 days), sertraline (25 mg oral tablet, once daily for 30 days), temazepam (30 mg oral capsule, once at bedtime as needed for 30 days), tizanidine (2 mg oral capsule, twice daily for 30 days), and valacyclovir (1 gram oral tablet, daily for 30 days). The patient's assessment/medical history included chronic pain syndrome, lumbosacral spondylosis, low back pain, facet joint pain, anxiety, depression, chronic inflammatory demyelinating polyneuritis, crps type 1 le, long term (current) use of other medication, lumbar disc degeneration, lupus, muscle spasm, opioid dependence, osteoarthritis - generalized (multiple sites), rheumatoid arthritis, sacroiliac joint arthralgia, cervical spondylosis, narcolepsy (without cataplexy), drug dependence, and effects of radiation. In regards to the patient going through withdrawal for the second time, the patient was receiving the following intrathecal medications: sufenta (lot # 5050-1501000165; 275 mcg/ml; 190 mcg/day; start date: (B)(6) 2014 - ongoing), bupivacaine (lot # 4107-14020602, 4.6 mg/ml; 3.2 mg/day; start date: (B)(6) 2015; stop date: (B)(6) 2015), and usp compounded baclofen (lot # 118699/b; 191 mcg/ml; 132 mcg/day; start date: (B)(6) 2015 - ongoing). The date of the second withdrawal was (B)(6) 2015 (bupivacaine intrathecal was discontinued on (B)(6) 2015). The patient had a follow-up phone call from the apc and the patient had reported symptoms of nausea and diarrhea. The symptoms resolved on (B)(6) 2015. In an effort to resolve the issue, the patient had methadone (5 mg prn), and the patient was informed to go to the emergency room if the symptoms occurred. The patient followed up on (B)(6) 2015. The cause of the second withdrawal was unclear. Pump logs were provided from (B)(6) 2015 (last change (B)(6) 2015). The pump delivered sufenta (275 mcg/ml; 189.88 mcg/day), bupivacaine (4.6 mg/ml; 3.1761 mg/day), baclofen (191 mg/ml; 131.88 mg/day), and prialt (1.5 mcg/ml; 1.0357 mcg/day). The pump status after the update on (B)(6) 2015 was to deliver the following: sufenta (275 mcg/ml; 189.88 mcg/day) and baclofen intrathecal (191 mg/ml; 131.88 mg/day).